Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of no delivery with their insulin pump. The customer states there is a circle on the screen of their device. The customer's blood glucose level at the time of incident was 94mg/dl. The customer's current blood glucose level is 536mg/dl. The customer treated their high levels with manual injection. Troubleshoot was conducted. It was unable to determine the cause of the high levels, because the device was not tested and the cannula was not checked. The customer was advised to monitor their levels and call back if their blood glucose levels continue to rise. The customer called back stating their levels were 500mg/dl to 600mg/dl. The device was replaced. The customer's levels have been controlled and no issues have prompted.